Manufacturer narrative:
The product was returned for evaluation and the reported issue was confirmed. The balloon was observed to be ruptured. The exact cause of the balloon rupturing could not be determined. The lot history record for the device was reviewed, no issues were found that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot. The IFU provides the following warning related to the possibility of balloon ruptures during use: exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure.

Event description:
A tuftex over-the-wire embolectomy catheter was being used for a thrombectomy. The physician noticed that the balloon had cracked. Another device was use to complete the operation. No injury was reported.